Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely. Review of the transmission revealed an alert indicating that the atrial tachycardia/ atrial fibrillation burden was exceeded, which was set for 24 hours weekly. Upon further inspection, it was found that the lifetime burden total had reached 24 hours and the alert erroneously indicated the lifetime burden and not weekly burden. The clinic was alerted that the device reported the wrong alert. The patient would continue to be monitored. The patient was in stable condition.